Event description:
Reported as "balloon tip had lots of aberrations and refused to advance into the sheath". As a result a new iab was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.